Manufacturer narrative:
Correction: e2 and e3 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred due to operation error (missed in-process verification step). The event can be detected/prevented by following the instructions for use which state: 1) "before use, prepare and inspect the instrument as instructed. Should any irregularity be observed, do not use the instrument; use a spare instead." 2) "always have a spare instrument available in case the primary instrument malfunctions." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the single use aspiration needle does not retract after deployment. The intended procedure was an unknown, therapeutic, procedure. The procedure was completed. There were no reports of patient harm.